Manufacturer narrative:
Additional info has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date. Additional info has been requested.

Event description:
Pt implanted with click'x hardware at l4-l5 in (B)(6) 2005. Hardware was removed on (B)(6) 2011 to repair an adjacent level issue with disc degeneration. Pt revised to hardware at l3-l4. There was no issue with the click'x hardware. Hardware was only removed to repair adjacent level. This is the 13th of 14 reports submitted on this event.